Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that during a routine shift check by a clinician, the device's screen broken and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.